Event description:
It was reported by the health professional that the intraocular lens (iol) was explanted on 2/23/1999 and replaced with a larger iol. The patient states she no longer has glare and has improved visual acuity.